Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during an unknown procedure, the titanium tip of the scalpel conglutinated the tissue after several firings. Then used wet pledget to wipe it, the inner 1/3 tip was black. Fired again, solid tone occurred. The surgeon examined the titanium tip, and found it was cracked, then they took it from the hand piece. The titanium tip was broken when the nurse cleaned it. The broken piece did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.